Manufacturer narrative:
Reference the following patient identifiers for the following systems: system 1 - (B)(6) - aviva meter ¿ serial number - (B)(4). System 2 - (B)(6) - aviva meter - serial number - (B)(4).

Event description:
Customer reportedly received the following results on two different aviva meters, within 10 minutes: 110 mg/dl (system 1) and 306 mg/dl (system 2). Both readings were taken with strips from the same vial. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.